Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's spouse reported via phone call, the customer has been experiencing high blood glucose and they are unable to bring them down. Her blood glucose was 378 mg/dl and current was 490 mg/dl. Troubleshooting was performed and no anomalies were noted. High pressure test was also performed and the device passed. Customer's spouse stated the infusion set was changed and blood glucose kept rising. The device is not returning for analysis.